Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. External insulation abrasion was noted at 7.0-7.5cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.